Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a critical pump error. The customer¿s blood glucose level was 10 mmol/l. Troubleshooting was not performed for critical pump error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with a critical pump error (open book image). Per visual inspection there was moisture damage on the electronic assembly, the ribbon cable/connector between the 2 electrical boards, and the back of the lcd displays. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the critical pump error (open book image).